Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This medwatch is a duplicate of already reported medwatch 0001825034-2012-01526.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2013 due to alleged pain. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.